Manufacturer narrative:
Additional information received on may 24, 2024, indicated that the suspect device identity revealed as cat: 3502350, lot: 5951940. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor saline prosthesis experienced left sided deflation postoperative. The issue was diagnosed through mammogram examinations. As a result, patient underwent bilateral replacements with non-mentor implants on (B)(6) 2024.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 25, 2024: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).